Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined found multiple failed drawer and due to burning smell caused from solenoid. The field service engineer replaced bus controller and performed preventative maintenance. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system multiple drawer failed. During device inspection, a field service engineer found burning smell but there was no evidence of smoke or anything external on the affected device and there were no delay to patient care. There were no adverse events or injuries reported based on this event.